Manufacturer narrative:
H4: device manufacture date - the lot was manufactured from january 27, 2023 to january 28, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed which observed residual fluid inside the infusor's bladder. Due to the nature of the sample no further testing could be performed. The reported condition was verified by the sample photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow after adding medicine. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.